Event description:
It was reported that after the right atrial (ra) lead was placed in the atrium the helix of the lead would not extend. Several attempts were made, and a different torque tool was tried as well. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and no anomalies were found. It was noted that the distal lv (low voltage) electrode of the lead was covered in blood and body tissue/fibrotic growth. (B)(4).